Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vison valve was chosen for implant using a large flexnav delivery system. During procedure, while introducing the flexnav system, the valve capsule was kinked massively and the system had to be fully retrieved from the patient's body. The valve was not used and a new 27mm navitor vison valve and large flexnav delivery system were chosen and prepared. A 20f non-abbott sheath and large flexnav delivery system were successfully introduced and the valve was successfully implanted without any incident. All 3 retainer tabs were fully released and patient was stable throughout the procedure. The implantation ended with bleeding left femoral, which had to be treated with medication and percutaneous transluminal angioplasty (pta) balloon. The patient required a prolonged hospitalization. The patient was reported stable and good condition.

Manufacturer narrative:
The device was not returned for analysis. An event of a kinked delivery system and hemorrhage was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided images were reviewed by an abbott sr. Field clinical & education specialist, tavi. Based on all available information, the reported kinked delivery system and hemorrhage appear to be related to challenging patient anatomy (massive vessel calcification and kinking). The reported unexpected medical intervention and hospitalization were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: type of investigation: 4118 type of investigation not yet determined. Investigation findings: investigation conclusions: 11 conclusion not yet available.